Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable, lemo connector, power supply, and the cine disk were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported there was a problem with the high capacity disc drive. However, fe indicated the problem was intermittent fault of the cine disc drive. This would prevent the cine function from operating. There is no report of death or serious injury associated with the complaint.